Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. However, tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.